Manufacturer narrative:
(B)(4).

Event description:
The customer reports that during the procedure the tip of the guidewire was damaged. The procedure was stopped. Customer information indicates the issue was detected prior to patient use.

Event description:
The customer reports that during the procedure the tip of the guidewire was damaged. The procedure was stopped. Customer information indicates the issue was detected prior to patient use.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) and lidstock for evaluation. Visual examination of the swg revealed one kink in proximal end of the guide wire body and a severe bend near the j-bend. The wire guide had become unraveled from the proximal weld separating from the core wire. Microscopic examination confirmed that both welds were present and fully formed. The kink in the guide wire measured 95mm from the proximal end. The length of the core wire measured 601mm which is within specifications of 596-604mm per swg product drawing. The outer diameter of the returned swg measured 0.806mm which is within specifications 0.788-0.826mm per swg product drawing. The swg was passed through a lab inventory ars and a lab inventory 18 ga introducer needle to test functionality. The swg only encountered resistance at the damaged portions. A manual tug test confirmed that the distal weld was intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire unraveled was confirmed through examination of the returned sample. The proximal weld of the guide wire had separated from the core wire. The guide wire met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.